Event description:
We received an allegation about discrepant results for 2 patients' serum/plasma samples tested with creatinine plus ver.2 (crep2) assay on a cobas c503 analytical unit when compared to a different cobas c503 analytical unit. Sample 1 (patient 1): initial result: 7.09 mg/dl. The physician questioned the initial result and the sample was then repeated. Repeat result: 0.507 mg/dl (tested on another c503). The repeat result was deemed to be correct. Sample 2 (patient 2): initial result: 5.21 mg/dl. Repeat result: 0.292 mg/dl (repeated on the same analyzer).

Manufacturer narrative:
The crep2 reagent lot number was 772926 with an expiration date of 31-oct-2024. The calibration was last performed on 23-jul-2024 and it was acceptable. The customer mentioned that they had qc issues. There was a "qcerr" alarm on (B)(6) 2024. The qc recovery was out of range on the day of the event. The alarm trace showed multiple abnormal aspiration (sample pipetter) alarms, multiple sample probe: abnormal aspiration alarms, and a sample clot detection alarm. The field service engineer found a sampling carry-over and that the basic wash was overflowing onto the cells. He adjusted the cell wash levels to specifications and cleaned the precipitate from the reaction cells. He then replaced the sample probe, checked all probe positions, adjusted the sonic wash vertically down to the surface of the drying hole, and performed a cell blank calibration. Precision studies and qc were performed and they were within specifications. The investigation determined that the cause of the event was due to sampling carry-over. The service actions (adjusting the cell wash levels to specifications, cleaning the precipitate from the reaction cells, replacing the sample probe, checking all probe positions, and adjusting the sonic wash vertically down to the surface of the drying hole) resolved the issue. No further issues were reported afterward.